Event description:
Case description: this spontaneous case was received from a spanish physician and concerns a 60-year-old female patient. The patient was injected with a total of 2 vials of radiesse into the cheeks, in (B)(6) 2024, and with a total of 1 vial for a follow-up injection, in (B)(6) 2025. Batch number was reported as a00141560. A lot of searches in the global safety database was conducted. In (B)(6) 2025, after the radiesse injection, the patient experienced two small nodules. On (B)(6) 2026, after the radiesse injection, the patient experienced two abscesses in the nasolabial fold/furrow and was admitted to the emergency room. The outcome of the events was unknown. Follow-up information was received on 14-apr-2026: events facial folliculitis/inflammation was added. Event two small nodules was changed to nodules/two papular lesions and the coding remained unchanged. The patient was injected with a total of 2 vials of radiesse into the face, on (B)(6) 2025. The batch record review was received and the lot number for radiesse was confirmed as a00141560 (expiry date: 16-oct-2025). Past aesthetic injection included hyaluronic acid, in 2021 (reported as 5 years prior to the report), and a total of 2 vials of radiesse into the neck, neckline and face, on (B)(6) 2024. In 2025 (reported as between (B)(6) 2025) after the radiesse injection, the patient experienced intermittent inflammation on the face, in the cheekbone area, and small painful nodules that appeared and disappeared. The patient did not worry since she thought the cause was dental. In the beginning of (B)(6) 2026, the patient experienced two papular lesions, flooded and painful in both nasolabial folds. A few days later, the lesions started to ooze pus. After that, the patient experienced a painful nodule in the right cheekbone and fever up to 38 degrees celsius. On (B)(6) 2026, the patient went to the emergency room. She was diagnosed with a zygomatic right abscess facial folliculitis, and was prescribed augmentine, 875 mg every 8 hours for 7 days. On (B)(6) 2026, the patient was attended by her family doctor, who prescribed doxycycline, 100 mg every 12 hours for 7 days. On (B)(6) 2026, the patient went to the emergency room again due to worsening of the adverse events. The volume of the nodules had increased in both cheekbones with bivalent abscession. A hemogram was performed, with normal results, and hemoculture was performed, and had a negative result. Augmentine 875 mg was prescribed again, but the patient did not take it, since she was already taking doxycycline, and previously took augmentine, which had no effect. At the time of the report, the patient attended her health centers for cures. On (B)(6) 2026, a physical exam was performed and following observations were made: abscess of 3 cm of diameter with draining mouth and multiple points of pus, image of a crater of 2 cm of diameter, oedema perilesional on the right cheekbone; granulomatous, linear lesion of 3 cm of length, with draining mouth, pus was drained, on the right nasolabial fold; abscess of 4 cm of diameter, with flooded edges and fluctuating center with abundant sulphuration, painful, on the left cheekbone; small lesion with draining mouth of granulomatous aspect, painful, on the left nasolabial fold. The following treatment was prescribed: 60 mg of prednisone for 5 days, 300 mg of clindamycin every 6 hours for 14 days, and 500 mg of ciprofloxacin every 12 hours for 14 days. A wound culture was requested. The outcome of the events abscess and nodules/two papular lesions was reported as not resolved (changed from unknown). The outcome of the event facial folliculitis/inflammation was reported as not resolved. In the opinion of the reporter, the events were not life-threatening, the events did require hospitalization longer than 24 hours, were not considered to be permanent, did not lead to a new diagnosed chronic disease, and no intervention was necessary to prevent a life-threatening condition or a permanent damage.

Manufacturer narrative:
A lot search in the global safety database was conducted on the reported lot (batch a00141560) and no similar events were noted. Assessment by merz: the event injection site nodule (non-serious) occurred approximately four and thirteen months following the injections, which represents a long latency but still possible; however, no event localization was provided, so a local relationship can only be assumed. The event injection site abscess (serious) occurred approximately seven and sixteen months following the injections, which is a long latency but still possible, and occurred in vicinity of the injection site, which is possible. Injection site abscess (serious) and injection site nodules (non-serious) are expected based on the current valid EU MDR instructions for use (IFU) of radiesse and can occur after treatment with radiesse. A possible confounding factor is the previous injection with radiesse. Nevertheless, a contributory role of the recent treatment with radiesse cannot be excluded with certainty. In this case, the patient was hospitalized but no further event or corrective treatment details were provided. Based on the information provided, causality for the events is assessed as possibly related to the treatment with radiesse. This case is considered as serious with the serious event injection site abscess due to hospitalization. Merz re-assessment due to follow-up information received on 14-apr-2026: the batch record review for radiesse, lot a00141560, contains nonconformance reports or corrective/preventive actions related to this lot, but none that would have contributed to this event. During batch record review, it was determined this lot had ncr# (B)(4) associated with it. It was determined that this ncr did not contribute to this reported complaint issue as it did not impact final product quality. The event folliculitis (non-serious) was added. The event injection site nodule (non-serious) occurred in a compatible local relationship. The added event folliculitis (non-serious) occurred in a compatible temporal relationship. Event onset was approximately three and twelve months following the injections, which is a long latency but still possible. Folliculitis (non-serious) is expected as inflammation based on the current valid EU MDR instructions for use (IFU) of radiesse and can occur after treatment with radiesse. The reported pain, flooded lesions, fluctuation, purulent drainage, draining mouths, suppuration, perilesional oedema, granulomatous lesions, fever and increase in lesion volume are considered as symptoms of the event injection site abscess (serious). Based on the information provided, the hospitalization was due to facial abscesses. Facial inflammation and nodular lesions were contributory events but did not independently meet seriousness criteria. In this case, the patient received comprehensive treatment with a non-resolved outcome. Based on the information provided, causality for the previously assessed events remains unchanged as possibly related to the treatment with radiesse, and causality for the added event is assessed as possibly related to the treatment with radiesse. This case remains as serious with the serious event injection site abscess due to hospitalization.